Event description:
The patient was revised due to a fractured femoral component and poly wear of the insert.

Manufacturer narrative:
This complaint is still under investigation.

Manufacturer narrative:
(B)(4)